Manufacturer narrative:
The insulin pump powered up properly after battery installation. Unit received with operating currents within spec. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error, replace battery now alarms or switching off noted during testing. No unexpected insulin flow blocked alarms noted. Low battery alarm was confirmed in the history file and then power error was triggered when backup battery unloaded voltage (ul vlith) was less than 3.7v for 4 consecutive hours due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector on electronic board, pump was monitored and functioned properly. Unit received with minor scratches on case, cracked select button keypad overlay, keypad overlay texture damage and minor scratches on lcd window

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump continued to shut off with no warning. As a result, insulin pump received a no delivery alarm. Customer's blood glucose was 7.4 mmol/l. Alarm history showed a pump error alarm, low battery alarm, power error detected alarm and replace battery alarm. Customer was advised that insulin pump would be replaced.